Event description:
Customer reports feeding tube was placed. After feeding tube was determined by x-ray to be in fundus of stomach, feedings were begun. Customer reports feedings were well tolerated for 8-12 hours, when a routine x-ray revealed the feeding tube positioned in left lower lobe (lll) of lungs with atelectasis and consolidation of lll; feeding stopped and tube removed. Formula suctioned from lll via bronchoscopy and chest tube placed to drain the pleural space. Customer subsequently recovered fully.